Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon leaked water during a pretest.

Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Per visual inspection, a tear was observed on the inflation funnel. Per functional testing, the balloon was inflated with water and water leakage was observed from the inflation funnel. The pinhole was evaluated under a microscope and noted to be round and caused by a sharp object from outside. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex" (B)(4).

Event description:
It was reported that the balloon leaked water during a pretest.